Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was fractured approximately 82.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the ace68 was fractured. This type of damage typically occurs due to improper handling during removal of the device from its packaging. If the tubing tray is not removed prior to withdrawing the catheter, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 68 reperfusion catheter (ace68) was fractured upon removal from the packaging of the penumbra system ace 68 hi-flow kit (kit). The damaged ace68 was noticed prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace68.